Event description:
It was reported that there was -m6c revision case-- blumenthal et al (esj 2024). Discusses the outcomes and management strategies for patients who underwent revision or removal of cervical total disc replacements (tdr). The most common reason for removal/revision encountered in this cohort was severe osteolysis, 7 were m6-c.

Manufacturer narrative:
Additional information has been requested - device has not returned for investigation.

Manufacturer narrative:
Additional information has been requested - device has not returned for investigation. This follow up report is submitted after the FDA requested a correction be made to the initial report which identified the type of report to be both 5-day report and initial report.

Event description:
It was reported that there was -m6c revision case-- blumenthal et al (esj 2024). Discusses the outcomes and management strategies for patients who underwent revision or removal of cervical total disc replacements (tdr). The most common reason for removal/revision encountered in this cohort was severe osteolysis, 7 were m6-c.

Event description:
It was reported that there was -m6c revision case-- blumenthal et al (esj 2024). Discusses the outcomes and management strategies for patients who underwent revision or removal of cervical total disc replacements (tdr). The most common reason for removal/revision encountered in this cohort was severe osteolysis, 7 were m6-c.

Manufacturer narrative:
Additional information has been requested - device has not returned for investigation. This follow up report is submitted after the FDA requested a correction be made to the initial report which identified the type of report to be both 5-day report and initial report. This follow up report is submitted after the FDA requested a correction be made after the 1st follow up didn't appropriately select 30-day report.